Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain at the battery site due to the current placement of the ipg. It was also noted that there was a 1 cm opening at the battery site which make the ipg visible and was exposed outside of the patient's body. The patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.